Manufacturer narrative:
Since the serial number was not provided, and the device remains implanted, no further investigation is possible at this time. Based on the limited information provided, it is not possible to draw a definitive conclusion for the reported event. Since no information was provided on the device malfunction, patient impact and cause of the re-intervention, the root cause of the reported event remains unknown at this time. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided. Tavi was performed.

Event description:
The manufacturer was informed that a surgeon performed a tavi in a perceval valve on (B)(6) 2022. The perceval valve was implanted 5 years ago in a (B)(6) patient. The manufacturer was also informed that no further information will be provided about this case.